Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err121. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The data log could not be retrieved and functional testing could not be performed. The reported event of the receiver displaying err121 was not confirmed. A root cause could not be determined.